Event description:
It was reported that an ilet user experienced hyperglycemia with meter readings reported as ¿high¿ and later confirmed by fingerstick values up to 413 mg/dl, while the ilet displayed dosing stopped with an instruction to connect continuous glucose monitor (cgm) or switch therapy. The user had recently changed a cartridge and infusion set, confirmed tubing prime with visible drops, and subsequently connected a new g7 sensor after a warm-up was advised. Symptoms included hyperglycemia. Outcomes included continued use at home without medical intervention or hospitalization. Investigation included customer support troubleshooting of the infusion system, confirmation of tubing prime, guidance to reconnect cgm, and attempts to obtain the highest blood glucose and meter model, later confirmed as contour next one with a highest reading of 400 mg/dl, while follow-up documented a downward trend to 413 mg/dl. Investigation of this case revealed user difficulty with phone and app access, loss of cgm data leading to ilet dosing stopped, and a need for education on therapy state and cgm reconnection. Device function resumed after cgm reconnection and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use of the device without active cgm leading to therapy suspension and resultant hyperglycemia.